Manufacturer narrative:
This is being reported to the FDA for conmed has had a sentinel event reported as medwatch #1320894-2008-00154. It is unknown whether the seals fell into the patient, however, the seals were not located inside or outside of the patient. At present it is being reported that the patient is without injury. The device being sent to conmed has not been received to date. A supplemental report will follow once the quality engineering investigation has been completed.

Event description:
It was reported, "after pushing and pulling a stapler through the trocar the seal was no longer complete. Parts of both seals were destroyed and could not be found. Not outside and also not inside the patient". It also was reported that there was no patient injury.